Event description:
Additional information received reported that perioperative antibiotics were administered. It was noted that the onset of the infection was 2014-(B)(6). It was noted that the patient did not have meningitis. It was noted that signs and symptoms included redness, swelling, and pain. It was noted that the primary location of the infection was at the lead track. It was noted that a culture was taken from the lumbar region. It was noted that the type of organism cultured was (B)(6). It was noted that treatments included both IV and oral antibiotics. It was noted that the other information of importance included ¿lumbar stimulator.¿

Event description:
Additional information received reported the device pocket was "opening and oozing," and the patient's health care provider (hcp) was taking him to surgery the following afternoon to explore and evaluate the wound and decide for or against explant. It was noted this was a surgical intervention, diagnostic testing or troubleshooting was not performed, and it was unknown if the issue was resolved or what the product issue cause was. It was then reported that the patient presented to the ER on the day of report with an opening wound around his neurostimulator device pocket. It was noted the patient was alive with injury at the time of report with possible infection and opening of wound on device pocket. It was reported there was drainage as well. Further information received reported the lead site was infected, not the neurostimulator pocket and the doctor was going to explant the entire system on the day of report. It was logged the infection cultures as (B)(6) and there would not be a return of the neurostimulator or the lead because of that infection. Additional information received reported the patient had not been seen for a post-op follow up as of the time of report, and did not have a scheduled appointment. It was suspected that the patient was still in the hospital because "he was pretty sick from the (B)(6)," but it was not known for sure.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).